Event description:
Procedure performed: cholecystectomy. Event description: event 1 of 2: 2023-000707 MFR # 2027111-2023-00397. Event 2 of 2: 2023-000708 MFR #2027111-2023-00400. Prof. [Name redacted] again encountered resistance when pushing through the clip applicator at the end of the trocar. The clip applicator was difficult to move when there was blood contamination and the clip applicator could only be advanced with difficulty. These problems only occur with a certain operator. I am in contact with prof. [Name redacted] to accompany his next surgery. No changes in health resulting from the event. He used the product for the whole procedure. Ca500, c0r47 were used when the complaint event occurred. Patient status: ok. Intervention: he used this products for the whole procedure.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted that the shaft was slightly bent. Functional testing was also performed where all fired clips loaded and closed properly. The event unit was then inserted through a similar trocar the complainant used, and no excessive resistance occurred during passage of the device through the trocar. The complainant¿s experience of resistance could not be confirmed. Based on the condition of the returned unit, it is possible that excessive force was exerted on the unit during passage through the trocar, resulting in the bent shaft and resistance experienced. It is also possible that the insertion method of the device during the procedure contributed to the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy event description: event 1 of 2: (B)(6) 2023, event 2 of 2: (B)(6) 2023, prof. [Name redacted] again encountered resistance when pushing through the clip applicator at the end of the trocar. The clip applicator was difficult to move when there was blood contamination and the clip applicator could only be advanced with difficulty. These problems only occur with a certain operator. I am in contact with prof. [Name redacted] to accompany his next surgery. No changes in health resulting from the event. He used the product for the whole procedure. Ca500, c0r47 were used when the complaint event occurred. Patient status: ok intervention: he used this products for the whole procedure.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.